Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple minimum fill messages while attempting to load a cartridge with 300 units. Tandem technical support assisted the customer with loading a new cartridge. Blood glucose was not impacted.